Manufacturer narrative:
As reported by the (B)(6) study during the index procedure the patient experienced adverse events of behavioral change, aphasia, dysarthria, amaurosis fugax, and visual field loss on the left, and hemineglect, hemiparesis and hemiataxia on the right. Diagnosis was stroke (ischemic), onset was sudden and the symptoms have fully resolved. The patient is an (B)(6) male who was enrolled in the (B)(6) study for carotid stenting. The target lesion location was the ostium of the left internal carotid artery. The vessel was described as mildly calcified and mildly tortuous. There was thrombus present within the lesion. The rate of stenosis was 80%. An angioguard embolic protection device was advanced and deployed distal to the lesion. A precise stent was deployed and post dilated with an aviator plus 5.5 mm x 20 mm balloon. During post dilation of the stent the patient suffered a neurological event which was diagnosed as a stroke. The patient also had a brief period of hypotension and sinus arrest. His blood pressure recovered following treatment with atropine and vasopressin. The patient was unable to move his right side or speak following period of hypotension. Post stent angiography demonstrated intact cerebral vessels with no filling defects and an optimally deployed stent with <5% residual stenosis. The patient gradually recovered some neurologic function and was able to move his right arm and leg upon completion of procedure. Neuro consult and testing was performed. The patient was discharged three days post procedure with aspirin and clopidogrel prescribed. The products were not returned for evaluation and testing. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Hypotension and the resultant stroke are well-known potential adverse events associated with the carotid stent implantation procedure. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. Sinus arrest is a pause in the normal cardiac rhythm due to a momentary failure of the sinus node to initiate an impulse, lasting for an interval that is not an exact multiple of the normal cardiac cycle. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported event. The products were not returned for analysis. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process. Please note that this medwatch report represents one of three products involved with this event which is associated with mfg. Report #9616099-2013-00330, 9616099-2013-00331, and 1016427-2013-00071.

Event description:
As reported by the (B)(4) study during the index procedure, the patient experienced adverse events of behavioral change, aphasia, dysarthria, amaurosis fugax, and visual field loss on the left, and hemineglect, hemiparesis and hemiataxia on the right. Diagnosis was stroke (ischemic), onset was sudden and the symptoms have fully resolved. The patient is a (B)(6) male who was enrolled in the (B)(4) study for carotid stenting. The target lesion location was the ostium of the left internal carotid artery. The vessel was described as mildly calcified and mildly tortuous. There was thrombus present within the lesion. The rate of stenosis was 80%. An angioguard embolic protection device was advanced and deployed distal to the lesion. A precise stent was deployed and post dilated with an aviator plus 5.5 mm x 20 mm balloon. During post dilation of the stent, the patient suffered a neurological event which was diagnosed as a stroke. Neuro consult and testing was performed. The patient was discharged three days post procedure with aspirin and clopidogrel prescribed.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of three products involved with this event which is associated with mfg. Report # 9616099-2013-00330, 9616099-2013-00331, and 1016427-2013-00071.

Manufacturer narrative:
Additional information was received and noted that following post dilation of carotid stent, the patient had a brief period of hypotension and sinus arrest. His blood pressure recovered following treatment with atropine and vasopressin. The patient was unable to move his right side or speak following period of hypotension. Post stent angiography demonstrated intact cerebral vessels with no filling defects and an optimally deployed stent with <5% residual stenosis. The patient gradually recovered some neurologic function and was able to move his right arm and leg upon completion of procedure. Stroke team and neurology evaluated the patient during procedure. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of three products involved with this event which is associated with mfg. Report #9616099-2013-00330, 9616099-2013-00331, and 1016427-2013-00071.